Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired healing at the midline incision and lead migration. The patient was administered antibiotics. At this time, saluda has not been informed that a revision procedure has taken place for this patient.

Manufacturer narrative:
Additional information: section b5 - event description. Section f6 - uf/importer event awareness date. Section f7 - type of report. Section f10 - health effect - impact code. Section f13. Report sent to manufacturer & date.

Event description:
An update was reported to saluda that a lead revision was performed. The leads were replaced and therapy was restored.